Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned quattro catheter (lot #206520). During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause of the bonding leak could be a latent defect in the bond. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial 1 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 206520.

Event description:
The quattro catheter (lot #206520) was used for ivtm therapy. Approximately two days after starting the treatment, the customer observed a decrease in the saline bag. The customer suspected damage to the catheter's balloon and requested an inspection by a zoll representative. The zoll representative performed a catheter leak check according to zoll's IFU and confirmed the catheter was leaking. The customer suspected an unknown amount of saline had infused into the patient's bloodstream. No further information was provided about the catheter insertion site or the specifics of the event, or whether the catheter was replaced. No patient injuries were reported.